Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed circulation pump. The device was evaluated upon receipt. The circulation pump was found to have failed due to frozen bearings. The circulation pump motor was replaced. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that's alerting 41. Per additional information updated from ttm, biomeds trying to troubleshoot device (unclear what the issue was) and they claim device will not fill. Guided through setting up manual control. Device alerted low internal flow (alert 41). Per review of wo, flow rate (fr) was 0.0, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 5%, removed the fluid delivery line (fdl) and inlet pressure (ip) was stayed at -6.8, coming in for pressure transducer. Per sample evaluation results on 20nov2025 the circulation pump motor being replaced duet to frozen bearings and the three tank seals were replaced due to tearing and no longer sticking to the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that's alerting 41. Per additional information updated from ttm, biomeds trying to troubleshoot device (unclear what the issue was) and they claim device will not fill. Guided through setting up manual control. Device alerted low internal flow (alert 41). Per review of wo, flow rate (fr) was 0.0, inlet pressure (ip) was -7.0, circulation pump command (cpc) was 5%, removed the fluid delivery line (fdl) and inlet pressure (ip) was stayed at -6.8, coming in for pressure transducer. Per sample evaluation results on 20nov2025 the circulation pump motor being replaced duet to frozen bearings and the three tank seals were replaced due to tearing and no longer sticking to the tank.